Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up fully. Upon functional testing, fse found that the main system could not communicate with the flexvision pc over the network, which indicated flexvision pc had a problem communicating. Review of the system log file showed that malfunctioning flexvision pc resulted in the system not being able to complete the startup sequence. The fse replaced flexvision pc and installed software. After replacement of the flexvision pc, and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips.